Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with the inner cutter broken at the port. The cut functionality of the probe was unable to be tested due to the actuation failure and broken port. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure and broken inner cutter. The cut functionality of the returned probe was unable to be tested due to the actuation failure and broken inner cutter. The exact cause of the actuation failure cannot be determined from the evaluation performed. How and when the inner cutter became broken at the port cannot be determined and a root cause cannot be identified. The reported cut failure was unable to be confirmed and the exact root cause of the actuation failure and broken inner cutter could not be determined; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutting failure of the probe occurred during vitrectomy surgery and stopped to its use. The surgery was completed after replacing the product with new one. There was no patient harm.